Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the lead a found it was returned incomplete. Only the terminal end was returned, as such a positive identification of the lead model was not able to be made.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-50a, UDI:(B)(4), serial:(B)(6), batch:6151565.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02146. It was reported that due to high impedances on two leads, the patient experienced ineffective therapy. As a result, surgical intervention maybe undertaken to address the issue.